Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error and had unresponsive buttons due to corroded keypad traces. The device was received with cracked case at the display window corner, missing end cap, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 118mg/dl. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.